Manufacturer narrative:
(B)(4). Batch # t5ch4y. The following information was requested, but unavailable: did the device lock-out (no staples deployed and no cut line started)? Did the device cut the tissue? If the tissue was not stapled, but it the tissue was cut, how was the transected tissue managed? What was the appearance of the staples? (B-formation, irregular, legs straight)? If a different issue occurred, can you please provide details? Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when the doctor went to squeeze the stapler to fire it made a cracking sound. The device did not deliver any staples. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.